Manufacturer narrative:
Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo shows a bd luer adapter device connected to what appears to be a non-bd device with some liquid in it. The breakage described could not be observed in the photo provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® multiple sample luer adapter experienced foreign matter on device cannula /non patient end, non patient needle separates from the holder luer/adapter/hub. The following information was provided by the initial reporter: translated to english. The customer stated: "I do not know what the liquid in the sample corresponds to. During use the vacutainer adapter broke in the nurse's hands." It was reported there was no consequences to the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported the bd vacutainer® multiple sample luer adapter experienced foreign matter on device cannula /non patient end, non patient needle separates from the holder luer/adapter/hub. The following information was provided by the initial reporter: translated to english. The customer stated: "I do not know what the liquid in the sample corresponds to. During use the vacutainer adapter broke in the nurse's hands." It was reported there was no consequences to the patient.